Event description:
It was reported that a patient presented to the emergency room with lowered heart rates. Device interrogation revealed high capture thresholds, intermittent loss of capture, and high pacing impedance on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable.